Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017 the display device showed a transmitter failed error. No additional patient or event information is available. Data was provided for evaluation. The reported event of a transmitter failed error was not confirmed via data. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. Performed pairing test with a nordic bluetooth device and passed. The customer's complaint was not confirmed because there were no fatal errors found. The reported event of transmitter failed error was not confirmed. A root cause could not be determined.